Event description:
The customer contact reported a nurse received a burn when plugging the device into the ac outlet. The pump was delivering an unspecified analgesic to a pt in the intensive therapy service when the nurse noted a "smell out of the ordinary." The pump was removed from clinical service. The nurse plugged the device into an electrical outlet and reported the pump "short circuited." Reportedly, the nurse experienced a burn to the hand, mainly to 2 fingers. The seriousness of the burn was not reported. The nurse received unspecified medical treatment . The customer contact stated the nurse was "considered recovered" on (B) (6) 2009, and there are no signs of permanent damage. During testing of the device by the user facility, the ac receptacle was found to be "damaged" and charred. Despite attempts to obtain additional event and pt info, the reporter declined to provide the add'l info requested.

Manufacturer narrative:
The customer will not be returning the device for eval. The device was repaired by the user facility. (B) (4)